Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-26704. It was reported the patient presented in hospital for a MRI. During the MRI, a loss of capture was noted on the right ventricular lead, and the pacemaker, right atrial lead had a low pacing impedance and the patient's heart rate was low. The device reprogrammed. Both devices were not labeled for MRI use. The patient's pacemaker was turned off and replaced. The patient was in stable condition.